Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the pt was noted as having a stenotic cervix (pt has never given birth to children) and an attempt was made to dilate the cervix. Upon insertion of the sheath, the cervix was observed to be torn and a "false passage" was created. The case was then aborted. Follow up info received on may 19, 2009 revealed that the "tear/false passage" was actually a perforation. The perforation was left to heal on it's own and there were no further pt complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional, relevant info is received, a supplemental medwatch will be filed.